Manufacturer narrative:
A visual inspection of the returned product shows a portion of the lens optic is torn off into one plate haptic and is missing. There is clear surgical residue on the lens. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a single piece toric silicone lens model aa4203tl into patient's eye and noticed the lens optic had a scratch or tear in it. The surgeon cut up the lens to remove it without enlarging the incision. No patient injury.